Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during an attempt to deploy the sealant. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. The device was used in the arterial vessel, specifically the common femoral artery. Calcium was present in fluoroscopy in the vicinity of the puncture site. Hemostasis was achieved using a non-cordis device. The mynx vcd was prepped according to IFU instructions. The device is not being returned for investigation as the device was discarded.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during an attempt to deploy the sealant. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The device was used with a 6f non-cordis sheath. The device was used in the arterial vessel, specifically the common femoral artery. Calcium was present in fluoroscopy in the vicinity of the puncture site. Hemostasis was achieved using a non-cordis device. The mynx vcd was prepped according to IFU instructions. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: f2501501 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon loss of pressure¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The reported calcification of the vessel may have led to damage of the balloon surface that led to its rupture. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.